Manufacturer narrative:
(B)(4). On (B)(6) 2011, product surveillance contacted the patient. The hp indicated that she did not receive any injury or medical intervention as a result of this incident, she did inform her nurse. She is doing fine and continuing therapy without issues. She had discarded the supplies after therapy, and did not know the lot numbers. The device was not available for evaluation. Per the complaint information, the patient stated there was air in the patient line. This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown, therefore, a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air. Baxter found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The sample availability is unknown. The sample lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report air in patient line which occurred on home choice (hc) during use during drain 2. The home patient (hp) wanted to end therapy since she saw air in the patient line. The baxter technical service representative (tsr) assisted the hp with ending therapy. The tsr advised the hp to call the registered nurse(rn) in the morning. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.